Event description:
It was reported at implant the catheter was inferior and the physician felt the time of cannulation was increased. It was also noted that the catheters kinked and were impassible for the lead. It was also noted that the catheter hub design was too tapered and was incompatible with a specific hemostatic valve. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.